Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and ten (10) were subjected to functional testing. No issues were observed during testing related to underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes was underfilling. The following information was provided by the initial reporter. The customer stated: "if the negative pressure is not enough during blood collection, the blood collection volume is not enough, and the blood collection tube should be replaced again".